Event description:
It was reported that the patient was in about a month before (B)(6) 2010 and the pump showed 20 months remaining on the estimated replacement indicator (eri). Then when the patient came in for another refill (refilled every month) the eri showed 0 months. The pump was in the population of battery resistance field action. An alarm due to eri was heard and confirmed by telemetry to have occurred (B)(6) 2010. Patient was scheduled for a pre-operative consultation on (B)(6) 2010 and should get pump replaced soon thereafter. Patient was fine. The pump will be returned for analysis. The pump contained lioresal at a concentration of 2000 mcg/ml and unk dose.

Manufacturer narrative:
(B)(4).